Manufacturer narrative:
Concomitant medical products: 5076-45 lead, implanted on (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received a shock due to possible rvr (rapid ventricular response) as an atrial arrhythmia was in progress at time of therapy. It was also noted that the device has reached recommended replacement time (rrt) and triggered an rrt alert. The device has been explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. If information is provided in the future, a supplemental report will be issued.